Manufacturer narrative:
Mckinley medical evaluated the ambulatory infusion system kit and determined that the breakage occurred with a catheter contained in the accessory pack. Mckinley medical purchases the catheter from the manufacturer and includes it along with several other components, in a disposable ambulatory infusion system kit. Mckinley is not the manufacturer of the catheter and cannot evaluate the returned product. Mckinley has forwarded the catheter to the catheter manufacturer for their evaluation and analysis.

Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an ambulatory infusion system kit. A catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgery site following shoulder surgery. A separate surgery was required to remove the catheter remnant.